Event description:
It was reported that the customer had several high blood glucose levels. Customer was doing well up until a month ago. Customer had high blood glucose levels in the 300-400 mg/dl. Customer stated that these were all due to bent cannulas. Customer was advised to change sets to the sure t by their diabetes center manager. Pump did not alarm with a no delivery. Customer stated that these bent cannulas were painful to remove and caused minor bleeding. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.